Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph and it showed no evidence of a leak. However, in the photo shows how a person indicates with the finger the location of the leak. The reported problem could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that seven (7) plexitron radiation sterilized extension sets leaked from an unspecified location. This issue was identified during setup. There was no patient involvement. No additional information is available.